Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced rising blood glucose after a full infusion set change and meal announcement while using the ilet with a cd infusion set, with fingerstick readings increasing from the mid-300s to high-300s despite set replacement and resumption of insulin therapy; the event was categorized as hyperglycemia with the device problem and component details not fully characterized. Symptoms included hyperglycemia without reported physical symptoms. Outcomes included a delay to effective treatment or therapy. Investigation included communication with the user and caregiver, and analysis of the information provided. Investigation of this case revealed no specific findings, and available information was insufficient to determine a device-related problem or isolate a component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.